Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. No anomalies were found that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.

Event description:
It was reported that the device could not be interrogated. The physician decided to replace the device. It was noted that during regular office checks the battery voltage had been dropping.